Manufacturer narrative:
H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during an revision l4/5 surgery spinal procedure due to non union at l4/5 in the patient. It was reported that cement ended up between the cement delivery tips and the screw head/tulip. The delivery tips became stuck in situ and were extremely difficult to remove. Cement was found in the screw tulip and surrounding area. A trephine was utilized to remove 2 tips from in situ, resulting in one of the tips breaking into 2 pieces. Both pieces were safely removed from the patient. Cement leaked out from between the cement delivery tip and the screw shank into the tulip (screw head), therefore cementing the disposable delivery tips in situ. The malfunction occurred in new products. The cement delivery guides were inserted in the usual fashion, with confirmation of the green line on the delivery guide below the black line on the voyager extension tabs. Screws became immobilized into a monoaxial screw head by the tightening of the delivery guides into the extension tabs/screw head (as per the usual technique for cementing voyager screws). There was no pat ient symptom reported. There were no further complications reported regarding the event.